Event description:
Lab has noticed a increase in qns specimens. Nursing noting specimen containers not properly filling. Question regarding lack of vacuum on specimen lot since noted expiration of containers is end of the month. FDA safety report ID# (B)(4).